Event description:
It is unknown the lot numbers or numbers of scs leads that were explanted at this time. It was reported the patient's entire scs system was explanted due to ineffective stimulation.